Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) experienced peritonitis. The cause was unknown. On the same day as the event onset, the patient was treated with vancomycin (2 grams, ongoing, route and frequency was not reported), tobramycin injection (80mg, ongoing, route and frequency was not reported) for peritonitis. One day after the event onset, the patient was treated with ceftazidime (2 grams, ongoing, route and frequency was not reported) for peritonitis. It was reported that the patient was hospitalized 14 days after the event onset. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.